Event description:
During a clinic follow-up, a decrease in the battery longevity was noted on the device and it was suspected that there was an overestimation of the device longevity at a previous follow-up. Technical support was contacted and the device was explanted due to normal elective replacement indicator (eri) and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of overestimation was confirmed. The device was above elective replacement indicator (eri) upon receipt. Longevity analysis revealed the battery depletion to be normal. The device functioned normally during analysis and no anomalies were revealed. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.